Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that upon battery replacement, the pump settings of basal rate, isf, I:c reset to default settings. The patient noted he had to reprogram these pump settings after replacing the battery. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the complaint of settings not remaining after a power reset. Pump was exercised for 24 hours, after 24 hours the battery was removed for 1 hour. When the battery was reinserted the pump time and date reset to the default setting. After pump time and date reset to the default setting, the users basal, isf, I:c ratio settings remained in the pump. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Unrelated to this complaint, the pump booted with pinkish contrast faded display screen; the pump booted to normal contrast with a replacement screen and component battery was found to be leaking.